Event description:
It was reported occlusion alarms occurred and a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to alternate therapy for diabetes management.